Manufacturer narrative:
The consumer reported that she read the instructions carefully before attempting to use the product. She was sitting at the kitchen table when she started using the product. It was reported that no sources of ignition were present at the time that the product was used. (B)(6)) sent the implicated sample to (B)(4) (contract manufacturer) for evaluation. (B)(4) reviewed the batch record for lot 3344. All process parameters were within specification and the samples which were checked by the qc department at release of the product met the functional product specifications. Several retain samples were activated and checked for functionality. All of the retain samples evaluated met the product specifications. Visual examination of the implicated product did not reveal any abnormalities except for traces of burnt material on the plastic shield. The propellant in the product is flammable, but requires an ignition source to catch fire. According to the safety data sheet, the auto-ignition temperature (the lowest temperature required for the liquid to spontaneously ignite without external sources of ignition) for the liquid in the canister is 350°c. Subsequently the complaint sample was examined against the technical and product specifications. Testing of the complaint sample did not reveal any deviations. The complaint sample met the product specifications.

Manufacturer narrative:
During follow #1, the date referenced for the investigation from (B)(4) was incorrect (05jun2015). The correct date of the (B)(4) memo is 05jan2016. The information should read: see attached (B)(4) memo dated 05jan2016.

Manufacturer narrative:
The reported incident occurred in (B)(6). The initial information obtained from the consumer was translated from (B)(6) to english by (B)(6). The package insert warns that misuse of the product may result in burns or permanent scarring of healthy tissue or blindness. Usage details of the product (i.e. Time of charge, time after charging, time of application, method of charge, number of treatments and time between treatments) were not provided. Therefore, sufficient information is not available to determine if the product was used according to the recommended instructions for use. The implicated device was collected by rb and sent to royal sanders (canister contract manufacturer) for further evaluation. A follow-up report will be submitted after the product evaluation has been performed.

Event description:
A consumer reportedly read all of the instructions. When the consumer tried to use the product, the consumer reported that they heard a loud noise after charging the product for 5 seconds and the product caught on fire. The implicated product was transferred to the sink and flushed with water. The consumer indicated that nobody was hurt during this incident.